Manufacturer narrative:
The system was serviced in the field. The system passed all tests and was performing as intended. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that when navigating the instruments, the site was on the right pedicle, but the navigation system was showing that the site was on the left pedicle. The information was flipped. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was reported that the image was used to assess the trajectory of the screw. It was reported that the likely cause was that the person that was running the system had hit the "flip" button.